Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an image was not displayed because communication failure occurred due to faulty socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the intended procedure was a diagnostic procedure.

Event description:
The customer reported to olympus, the light source endoscope images did not display and made a noise (sandstorm-like) that occurred frequently when connecting a 290 series scope. The issue was found during preparation for use. According to the initial reporter, the intended procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the endoscope images would not display when connecting gifxp290n and gif1200n; a noise (sandstorm-like) would occur frequently when shaking the tar section and the connector when the 290 series scope was connected; dust adhesion was found inside the main unit. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.